Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that a circular piece (black in color) fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the reinforcement ring was removed laparoscopic during the same procedure as the piece was found visually. There was no x-ray performed and the patient didn't suffer any injuries as a result of this instrument's malfunction. The instrument has been returned and evaluated. Failure analysis found the tube reinforcement ring to be missing. The main tube looked clean and free of scratches and indentations, so root cause of broken ring is unknown. It is unclear if the ring was torn through as ring is not being returned. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation not reported by the customer was the instrument's main tube was cracked. Tube has a small fissure in the axial direction located directly below the tube reinforcement ring. Location of fissure is in an area that is not protected by the tip cover. Failure analysis concluded that the damage may be due to mishandling/misuse. Based on the information provided, this complaint is being reported due to the following conclusions: the reinforcement ring from the instrument allegedly came off into the patient and the fragment was retrieved laparoscopic during the same procedure.